Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 4 months the patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 during a dressing change at an outpatient clinic visit, a moderate stiffness along the entire length of the driveline between the exit site and the modular connector was observed. There was no reported impact to pump function or to the patient. No additional information was provided.

Manufacturer narrative:
The report of stiffening along the pump cable could not be confirmed; furthermore, a specific cause for this change in the flexibility of the cable could not conclusively be determined through this evaluation. A photo provided by the account showed the pump cable holding a slight bend near the exit site. No cuts, tears, or other damage to the outer jacket layer of the pump cable were visible. The patient remains ongoing on vad support, and no additional issues have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.